Manufacturer narrative:
Investigation/conclusion: it is indicated that the product is not returning for evaluation. Therefore, a review of the entire in-house testing history of the lot was performed. In-house testing on the reported strip lot met release criteria. The product performed as expected. The manufacturing records for the lot were reviewed and the lot met release specifications. The customer did not provide an inratio inr value for comparison. It is not possible to verify if a discrepancy exists without this information. Root cause cannot be determined from the information provided. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Manufacturer narrative:
Investigation conclusion: investigation pending.

Event description:
Report received of discrepant inratio value. Patient's therapeutic range 2.5 - 3.0. On (B)(6) 2016 inratio inr = unknown. Per customer, the other health care provider who performed the test only wrote "out of range" and did not list the actual result from the inratio meter. On (B)(6) 2016 lab inr = 3.3. No reported adverse patient sequela. No additional information provided.